Event description:
The event involved a customer allegation of a device with a burning smell and smoke coming out of the device and the main lead indicator light was not coming on. During testing and investigation, a review of the device log did not reveal any specific alarms related to the complaint. The device did not pass the self-test because it was not powering on ac power, but it was powering on battery when connected. Upon opening the device, the power supply printed wiring assembly (pwa) was found burned (r13). The complaint was confirmed and the probable cause for the abnormal smell/smoke and indicator lamp out was the power supply printed wiring assembly (pwa). The fse replaced the power supply printed wiring assembly (pwa) and the device passed all tests.